Event description:
An optometrist reported that a pt who underwent bilateral lasik surgery experienced excessive bleeding due to pannus located superiorly. On the second day post op, diffuse lamellar keratitis (dlk) was diagnosed in both eyes. This report concerns the right eye, in which the dlk was reported to be stage 2. The dlk resolved with treatment and the uncorrected va was 20/20 on the seventh day post op.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).